Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a failed half-height cubie drawer. A field service engineer conducted a hardware test assessment (hta), during which the drawer was not detected. Upon inspecting the controller boards of the station, it was observed that the half-height drawer was not lighting up the leds. The engineer proceeded to remove and replace the controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system sjpacu, the drawers 2.1 and 2.2 were not detected on the communication bus, which hinders users from accessing medication for a patient. This incident occurred in our post op pyxis system. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.